Event description:
It was reported that the customer was hospitalized on (B)(6) 2014. Customer's blood glucose level was 717 mg/dl. Customer had issues with the transmitter not working and was getting sensor errors. Customer had diabetic ketoacidosis. Customer is still in the hospital and their blood glucose levels are lower. Customer was wearing the pump at the time of the hospitalization. Customer was advised to call back to troubleshoot for the sensor errors and the high blood glucose levels. Customer was also advised that the sensor and transmitter would not be the cause of the high blood glucose levels. Customer did not receive any no delivery alarms. Customer declined to troubleshoot for calibration errors and the lost sensor. Customer stated that one of the pins was smashed in the transmitter. Customer was wearing the sets up until he went to the hospital. No further assistance needed.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.